Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease smooth opening assessed to a fold flaw opening. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side exchange with no complaint against the device. Device explanted. Healthcare professional later reported left side 'deflated implant.'